Event description:
This report summarizes nine (9) malfunction events. The events were related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
D4 - device identifier. Not available as device is an international product with a same/similar model for united states market. H10 - list of all serial numbers of the devices and quantity: (B)(6). G4: this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Seven (7) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: two (2) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.